Manufacturer narrative:
System analysis/service repair: the reported touch screen issue was confirmed and determined to be the result of a faulty master control board (mcb). The mcb was replaced; the water flow, rf and detector set-up were adjusted. The fiber port was cleaned and the system tested and verified to specification.

Event description:
It was reported that when beginning a prostate procedure, the touch screen display stuck at the first screen; no count down. The case was completed using an alternate procedure (turp). There was no patient injury reported.

Manufacturer narrative:
System analysis/service repair was performed on january 12, 2016. The replaced master control board was received at the manufacturer on january 27, 2016.

Manufacturer narrative:
System analysis/service repair was performed on january 12, 2016. The master control board s/n (B)(4) was received at the manufacturer on january 27, 2016. Product evaluation: the mcb s/n (B)(4) evaluation was completed on march 02, 2016. The evaluation noted that the mcb could not be reworked on since no refurbished part number found for the mcb and the master control board was discarded. Probable root cause: based on the ncmr report, the root cause was determined to be no refurbish part number for master control board.